Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k013227.

Event description:
It was reported implant #6 placed on (B)(6) 2024. Patient returned for post op visits: on (B)(6) 2024 severe pain and excessive swelling. She returned on (B)(6) 2024 site was tender but slightly better. On (B)(6) 2024 patient having pain and puss discharge. Took 3d x-ray show sinus involvement to urq. On (B)(6) 2024 removed implant due to infection. Debride and left open to drain. Symptoms as a result of the event: abscess, pain, edema, inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. However, no apparent damage / malfunction was identified with the implant that would have contributed to the reported events. Measurements match drawing. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1279540. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1279540 for similar events and one (1) other complaint was identified (B)(4).review completed utilizing keywords: ¿perforated sinus¿ & ¿infection¿ the customer did not submit images for the reported events. Based on the investigation and risk management file review as per rmf (B)(4).the most likely root causes determined from the investigation are patient factors, inadequate treatment planning. Refer to attached summary investigation for ¿infection¿ therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.